Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported separation was confirmed. The reported inflation issue was not confirmed; however, it is likely that the separation contributed to the reported inflation issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to circumstances of the procedure. There was no damage noted during inspection prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted that the hypotube fracture face was in an oval shape which can indicate the hypotube was kinked and then separated. In this case, it is likely that the balloon dilation catheter was inadvertently mishandled during advancement resulting in the device becoming kinked, ultimately separating, and subsequently contributing to the reported inflation issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) from the right radial approach to treat a completely occluded previously implanted stent. The 3.0x30 mm trek balloon dilatation catheter (bdc) was advanced to the lesion without resistance and the balloon was inflated; however, the balloon did not inflate. It was thought that the balloon had ruptured since it wasn't inflating; however, it was found that the shaft was separated into two pieces at the guide wire exit notch. The separated pieces were simply withdrawn. A new, same size trek bdc was used in replacement and there were no issues during use; however, this balloon did not affect the lesion so another procedure will be scheduled. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.